Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06750. The patient was implanted with two leads from the same lot number. It was reported the patient will undergo a revision of her scs system. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.